Event description:
When inserting the IV, the catheters give you flash and the needle fills up with blood. However, the hub does not fill with blood until you release the tourniquets so it is difficult sometimes to know if you are truly in the vein.